Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results of 300 or 400 mg/dl, professional system result of 100 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.